Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unk, hip-unknown-heads-unk, lot # unk; item # unk, hip-unknown-cups-unk, lot # unk; item # unk, hip-unknown-stems-unk, lot # unk. Multiple reports have been submitted for this event. Please see associated reports: 0001822565-2019-00715, 0001822565-2019-00716, 0001822565-2019-00718.

Event description:
It was reported that the patient has severe pain and a fever an unknown timeframe post revision. In addition, the patient was drained 2 times after revision. Currently has a fever, chills, and sweat. Fevers use to be on and off now the fever is consistent. Patient has brain fog. Attempts have been made, and no further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.